Event description:
The customer tested her blood glucose and received a reading of 202 mg/dl using her contour ts meter. She retested using another meter and received a reading of 99 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were for evaluation. Replacement test strips were sent to the customer.